Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated right ventricular (rv) lead undersensing prior to ventricular fibrillation (vf) detection and right atrial (ra) lead undersensing on some ventricular tachycardia (vt) non-sustained episodes. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated right ventricular (rv) lead undersensing prior to ventricular fibrillation (vf) detection and right atrial (ra) lead undersensing on some ventricular tachycardia (vt) non-sustained episodes. The leads remains in use. No patient complications have been reported as a result of this event.